Manufacturer narrative:
Concomitant products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2011, product type accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).

Event description:
Additional information received reported about two weeks ago the pump was not working properly and the patient thought with "the little tube something was happening.¿ the patient was currently looking for a healthcare provider (hcp) that could take care of both her stimulator and pump. It was further reported the patient was still in a lot of pain. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's pump had been fine when checked at an appointment following the fall. The patient cancelled an appointment (B)(6) 2014, called wanting to be refilled (B)(6) 2014 without and appointment, and then called again (B)(6) 2014 to report that she was now being cared for by another hcp and would no longer require their services. The reporter stated that they had nothing in her chart regarding a granuloma and stated they "chalked the increase in pain to the patient's fall." Previously reported information about the (B)(6) 2014 fall, emergency room visit/release, and hospital admittance due to threat of suicide were repeated.

Manufacturer narrative:
(B)(4).

Event description:
Additional review indicated the following information previously reported under manufacturer report # 3004209178-2014-23831 pertains to this manufacturer report #. Additional information received reported on 2014-09-23 the patient had withdrawal symptoms due to a possible granuloma; however it was unknown if the patient currently had a granuloma. It was noted the medicine in the pump "was not getting through due to a possible granuloma" and the patient was "out of her mind in pain, she laid flat on her back, could not walk, and her husband was not helping." About three weeks ago the patient was starting to feel better, but was still in a wheelchair. It was further reported the patient had a refill scheduled for early (B)(6) and at that time the patient and the new hcp discussed a possible granuloma and filled the pump with saline; however on the date of this report the hcp filled the pump with dilaudid and bupivacaine. The dose and concentration were unknown. The patient's current hcp advised the patient to follow up with the old hcp, but she could not because she was dismissed by that hcp and that old hcp would not fill the pump. The patient was told not to come back.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported the patient fell on (B)(6) 2014 as she was going down stairs and her left knee gave out. The patient went to the health care provider and an x-ray was done showing that nothing was broken. The patient was sent home. The patient came in the next day, was given oral medication, and sent home. The patient came in on monday with pain out of control. The patient had intense pain in her low back since the fall. The patient was in great distress and was shaking and crying hysterically. She was emotionally unstable and had 10/10 pain. The patient stated she could not live with this anymore and if she went home she would kill herself. The patient was depressed, angry, and labile. The patient was shaking and sweating all over her body. It felt like that the previous time the patient went into withdrawal. It was also noted the patient had frequent or significant headaches, her heart was racing, and she had constipation. At the previous pump refill the dose was increased 10%. The pump was interrogated and no issues or events were found with the pump. A dye study could not be done because the patient was allergic to the ¿ivp¿ dye. The patient had been admitted to the hospital for suicidal ideation and possible opioid withdrawal. It was later reported the cause of the increased pain was the fall. It was considered unlikely the fall would have caused a malfunction of the pump. The event was not attributed to the pump, catheter, programmer, or drug effects. The patient recovered without permanent impairment. The system was being used to deliver dilaudid and bupivacaine.